Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Following the initial report, an olympus technician (tech) was sent to the user facility. During the visit, the tech could not reproduce the reported failure. The unit was tested and reinstalled without any malfunctions noted. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a procedure, his olympus evis exera iii xenon light source was presenting a b30 scope communication error. According to the initial reporter, the spiral cable was removed, the remote-control buttons were not recognized, and this error code was present with 190 series scopes. There was no patient harm reported from this event.